Event description:
It was reported that during a lobectomy procedure, jamming occurred on the way. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed. A batch record review was performed and no anomalies were found during the manufacturing process.